Event description:
It was reported that the atrial lead exhibited noise. During a device change out procedure on (B)(6) 2015, an insulation anomaly was observed on the lead. The lead was capped and replaced. The patient was doing well and would continue to be monitored.

Manufacturer narrative:
UDI (di): (B)(4).